Manufacturer narrative:
(B)(4). The customer sent their user interface module (uim) to the vyaire factory service dept. For repair. The uim was inspected upon arrival and was found to have been improperly packaged from the customer and the housing was broken. When the uim was powered on, the reported problem was duplicated; some of the soft keys on the uim and the monitor were not working. The uim was disassembled and internal water marks were found on the uim assembly. Additionally, the front and back bezel had broken inserts. Due to cosmetic damage the customer's uim was not able to be repaired. The customer purchased a new uim and the uim returned by the customer was scrapped. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Any additional information provided by the customer will be submitted in a follow-up report.

Event description:
It was reported to vyaire that some of the softkeys on the user interface module (uim) membrane panel are not working.